Event description:
It was reported that the customer received a power source alert. There was no adverse impact to the customer's blood glucose level. The issue resolved itself without the need for the customer to change charging supplies. The pump began charging.